Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The facility reporter indicated the event occurred about a month ago from the date it was reported to the manufacturer representative. The date of (B)(6) 2011 is being used as estimated date. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed and a definitive cause of the reported event could not be determined.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, during sheath splitting the sheath was unable to be split all the way. The starclose se was removed from the patient's groin and manual compression was used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.